Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient had not recharged the scs system in approximately 2 months. As a result, the ipg would no longer communicate with external devices and the patient programmer displayed an error message. Reportedly, surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Postoperative programming is pending.